Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The reported kink could be created due to an improper handling during the coiling procedure. An improper storage of the product can also increase the occurrence of kinks. Current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line and 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Event description:
The following has been reported: per facility contact: "new info from (B)(6). Nurses are finding that the secondary tubing is kinking just above the connection to the cassette causing upstream occlusion alarms. They are having to hang the tubing above the connection either with the hook intended to drop the primary bag, weaving around the primary tubing, or dropping the pump height to straighten the tubing. They are asking for alternative solutions." "I believe that it is because the tubing is not stiff enough. This was seen in training with the secondary tubing sue brought. She attributed it to the tubing quality. If we are using this tubing through-out we will need a solution." "Of course the nurses are finding their own work arounds but it is not ideal. They are also raising the pump and draping the tubing over the ram hooks." Fk dir of nursing replied back to customer: "non-dedicated secondary sets used with ivpb can be thin walled, somewhat flimsy tubing. The quality of secondary tubing does vary by manufacturer. The lesson we learned in our testing is to first prevent kinks from happening. Once they occur, it'll likely happen again. (There is a good chance this was already occurring at the bedside but the nurses were unaware because alaris delivers secondaries via gravity.) To help reduce the chance of kinks - insert the male into the needlefree port, then turn the lock to lock in place. Do not twist the tubing to secure to the secondary inlet. Just a little bit of clear nursing tape does the trick! Taping the secondary tubing to the pump handle or even the IV pole can provide needed support, reducing the likelihood of it folding over when connected to the ivenix pump." No pump logs/serial number or set information was provided. No adverse event was reported. Fk is submitting a restrospective report based on the tubing set kinking causing the upstream occlusion alarms; this was due to use errors, attributable to being a new user to the lvp and accessories.

Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.